Event description:
A percutaneous catheter was placed in 1999 with the subsequent chest x-ray showing proper placement. A lumbar puncture three weeks later noted a glucose of 6000. Serum glucose was 200. A repeat puncture again showed crisis glucose. Contrast was injected into the line and a chest x-ray noted erosion of the catheter into the cerebrospinal fluid. The catheter was subsequently pulled.